Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements, oversensed noise and loss of capture (loc) indicative of lead fracture. The fracture could not be visually confirmed but pacing system analyzer (psa) measurements confirmed out-of-range impedance measurements. Surgical intervention was performed but the physician was unable to successfully implant a replacement lead as such this lead remains implanted. Additional intervention is planned to implant a new system on the right side of the patient's chest. The patient is not pacemaker dependent. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this lead was later capped and replaced.